Event description:
Per the clinic, the patient developed a seroma at the implant site. On (B)(6) 2015 the seroma was drained and the patient was prescribed oral antibiotics (duration not reported). On (B)(6) 2015 the seroma was drained for a second time. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.